Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a random rewind alert and the insulin pump shutting off and turning back on its own. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not done. No harm requiring medical intervention was reported. The product mmt-1884 will not be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool revealed no events relevant to any battery anomalies. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No low battery alarms or unexpected battery power loss were noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was recorded on (B)(6) 2025 13:15:00.000, confirming customer's alleged rewind anomaly. Line=763 file=121. Per software engineering log investigation, pump error 43 was due to error with motor voltage regulator; isolate to motor assembly. Additionally, critical pump error 63 was found on (B)(6) 2025 07:10:45.000. Line=147 file=2017. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Pump was cut open to perform visual inspection and no moisture damage was noted to electronic stack. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of battery power loss were not confirmed when no unexpected battery alarms were noted during testing and the baat tool found no events relevant to any battery anomalies. However, customer allegations with rewind anomaly were confirmed when pump error 43 was noted in adapt, due to error with motor voltage regulator. Additionally, pump error 63 was found in adapt, caused by twi interface on main/motor processor. Overall, isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.